Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Additionally, the force sensor was found to be out of calibration. The pump cover was opened and evidence of corrosion was found on the force sensor plate and the vibration motor. The force sensor resistance was found to be out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and the force sensor calibration and resistance were found to be out of specifications with evidence of corrosion on the force sensor plate and vibration motor. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.